Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure on an unk date. The pt developed a fever and systemic infection of unclear origin which was diagnosed by blood tests. Intravenous antibiotics were prescribed and the pt was cured.

Manufacturer narrative:
(B)(4). Infection. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.